Event description:
The patient was reported to have vocal cord paralysis following implant surgery. The device is currently not programmed on. No interventions are known to occurred or have been planned to date. No additional or relevant information has been received to date.